Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to remove. The surgeon resected the tissue at the application site and converted to a colostomy. The hosp has reported the pt's condition as satisfactory.